Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 69-year-old female patient was treated with a zdeg-p-36-204-pf-us device (complaint device). The physician had trouble with the device as the dissection trigger wire would not release without requiring a lot of pressure. Once the graft was released, the placement was not at its intended landing zone (draw-back of a couple of centimeters) due to the wire release pulling the device back. Reportedly no interventional procedure was performed due to this occurrence and no adverse event to the patient. Slight angulation in mid thoracic descending aorta was reported, but no severe angulation or tortious vessels. Per the IFU ¿loosen the safety lock from the green trigger-wire release mechanism. Withdraw the trigger-wire until the proximal end of the device opens. Do not rotate the green trigger-wire knob. The distal end is still attached. Continue to withdraw the trigger-wire until the distal end opens. Withdraw the trigger-wire completely¿. Per the reported information the green release knob was not rotated when pulled back. As no complaint device was returned for investigation, it has not been possible to determine the cause of the reported event. However, complaint history shows that if the green knob is rotated it might lead to difficulties when pulling back the green knob. No evidence to suggest that the device is not manufactured according to specification cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k) p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the physician had trouble with the device. The dissection triggerwire would not release without requiring a lot of pressure. Once released the landing zone was nailed however it caused a slip which in turn caused a draw-back of a couple of centimeters. The end result of the graft placement was not at its intended landing zone due to the wire release pulling the device back. Safety lock was removed prior to green knob removal. Slight angulation in mid thoracic descending aorta. No severe angulation or tortious vessels.